Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. The receiver was received for evaluation. An external visual inspection was performed and no defects were found. A charging and boot up test was performed and the receiver failed as the error was observed on the display. The issue was confirmed via product testing. The probable cause could not be determined. No additional patient or event information is available.